Event description:
The customer returned this drill with the report that it would not operate. There was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem was not confirmed. During testing the handpiece overheated related to failure of the rotor. The handpiece instruction manual informs the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The recommended service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. The customer will be contacted with additional information regarding this product.